Event description:
A company representative reported that an aleutian 8 mm disc spreader deformed during use. The procedure was completed successfully with no surgical delay and no adverse consequence to the patient.

Event description:
A company representative reported that an aleutian 8 mm disc spreader deformed during use. The procedure was completed successfully with no surgical delay and no adverse consequence to the patient.

Manufacturer narrative:
H6 coding has been updated to reflect investigation conclusion h3 other text : device inaccessible for testing.